Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was used to complete the procedure? What was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? What tissue was being approximated/ sutured? Was the procedure completed successfully? Product code? Lot number? Procedure name and date? Event date? Events reported via: 2210968-2022-02973.

Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.